Event description:
A nurse contacted baxter (B)(4) regarding damage to some cassettes. Reportedly, some cassettes were broken during the dialysis. The nurse reported that patient is very frightened and he doesn't want to undergo with the treatment. He prefers to use the manual supplies. The nurse also reported that the patient follows all the steps correctly. The nurse recommended the patient not to use the other cassettes in the same box. There was patient involvement but no patient injury or medical intervention reported. During a follow-up with the nurse the nurse stated that she told the patient that it is very strange, because no other patient has reported this. The patient detected the issue because there was liquid on the table and on the floor. There were no consequences to the patient. The patient feels well and is continuing therapy.

Manufacturer narrative:
(B)(4). This complaint is for a report of a damaged disposable set. The complaint cannot be confirmed and the assignable cause was not determined.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. The lot number is unknown; therefore a batch review cannot be performed. This is a product not distributed in the us and does not have a 510k number. A follow-up report will be filed should any significant supplemental information become available.